Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 (a, b, e codes). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 26 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, instability, aseptic loosening. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitant devices: 02354 203-90-01 - 11-2624 powerpro sawblade 1977542 204-34-08 - fluted stem extension 80l x 14 mm 2022214 201-46-10 - holding pin headless 3"" (4 pk) 2067700 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t 2107951 204-70-00 - tibial stem ext. Screw the product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.